Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: initial reporter address 1: (B)(6). Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h10: investigation results: the returned cre pro wireguided dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to a pinhole in the proximal section. Microscopic inspection found the balloon had a pinhole located approximately 20mm from the tip. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The pinhole problem found could have been interpreted by the customer as the reported event of balloon burst. The balloon pinhole is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or patient anatomy. It is possible that factors encountered during the procedure, such as the interaction with scope or any other surface during the procedure could create friction on the balloon and cause a pinhole on the balloon. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophageal dilatation procedure performed on (B)(6) 2022. During the procedure, the balloon could not be inflated. The technician tested the balloon outside the patient and found the balloon was ruptured. It was reported the balloon ruptured at 5atm and that no pieces of the balloon detached into the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications have been reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Initial reporter address 1: (B)(6). Imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophageal dilatation procedure performed on (B)(6) 2022. During the procedure, the balloon could not be inflated. The technician tested the balloon outside the patient and found the balloon was ruptured. It was reported the balloon ruptured at 5atm and that no pieces of the balloon detached into the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications have been reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable.